Manufacturer narrative:
H6: hiv negative, hep b negative, and hep c negative. The device was not received for evaluation. The event history log review showed the device generated the alarm "b1911-motor internal fault" after the treatment completion, during the blood return procedure. The reported condition was verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax syste, a system failure alarm condition was generated. The treatment was ended without the extracorporeal (ec) blood being returned to the patient, resulting in a blood loss of approximately 200ml. The patient was reported to become hypotensive and required more vasopressors. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.